Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device was not ventilating the patient. The user had to power off by the rocker switch, the main power button on the c500 wouldn't do anything. Screen was locked. No injury reported.

Manufacturer narrative:
The log files of the affected device were provided for the investigation. Analysis of the log files revealed that on september 11th, 2017 at 5:28 pm the device detected an internal communication problem between c500 and the ventilation unit v500 and generated the audible and visual alarm ¿device failure 3¿. The entries indicate that the root cause of the malfunction was a faulty pcb m16.2. The device detected the malfunction as specified and generated the corresponding alarm. In the event that the evita infinity v500 ventilation unit stopped ventilating, audible alarms would be activated informing the user of the status of the device. The emergency-breathing valve would open allowing for spontaneous breathing; however, manual ventilation with an alternate device may be considered necessary.

Event description:
Refer to the initial-report.